Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an pocket revision due to discomfort at the ipg site. During revision the physician chose to replace patient's ipg and moved the pocket site to a more comfortable location. The patient is reportedly doing well following the revision.